Manufacturer narrative:
This report is submitted on september 07, 2023.

Event description:
Per the clinic, the patient experienced swelling at implant site. Subsequently, the patient underwent fluid drainage and skin revision surgery under general anesthesia on (B)(6) 2023. The implanted device remains.